Event description:
I was at work soon after I changed my reservoir and infusion set. Shortly after starting work, I felt my blood sugar was dropping considerably. It went from my normal range down to a glucose of 30 in a matter of minutes. I had to call in my boss to take my shift, my boyfriend had to leave his work to drive me home (as my blood sugar was not coming up), and he had to stay with me until my mother could come and watch over me because my glucose levels were not improving. During this episode I drank 2 full (B)(6) sodas, 4 juices, ate a hamburger, as well as many other snacks to try to stay conscious. I was sick to my stomach because of this, but knew I could not give up. I had left my insulin pump unattached for obvious reasons, but then of course I was worried about having high glucose levels because of this (resulting in dka). I had checked my reservoir while on my way home and it was empty, which should not have happened since I had just filled it 2 hours before. I had called medtronic to make sure there was not a problem with my pump. The first gentleman said he did not know what was happening. Then I was out on hold and then got disconnected (I'm sure thru no fault of his own), when I called back I had to describe everything again to a different rep, she then described to me why my pump/infusion set reacted this way. I am upset that it happened, I thought I was going to die, everyone around me was very concerned as well. And I am also angry that, if somebody at medtronic knew that this was an issue, then why was this issue/recall not addressed sooner. I hope no one was seriously injured from this problem, and I wish something like this never happens again.